Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 29 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that the tube broke, the distal portion passed without incident. There was no reported injury.

Manufacturer narrative:
Correction: d9 the actual sample from the reported event was returned for evaluation. Visual examination of the device revealed: the balloon appeared to be intact, with no obvious tear or hole; the tubing was confirmed to be severed approximately 2 inches below the balloon. Testing of the sample by simulated feeding revealed, when ¿fed¿ through the jejunal port, the water exited the torn gastric skive and did not travel down the tubing to the distal jejunal skives or end of the tube. The reported event could not be confirmed as reported. Root cause is undetermined. The device history record for lot 30057456 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device confirmed the tubing was severed approximately 2 inches below the balloon. The investigation additionally noted the device involved had expired 25 days prior. The reported event could be confirmed as reported. The root cause is undetermined. All information reasonably known as of 20 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.